Event description:
It was reported the patient had passes away due to an unknown cause in (B)(6) 2016. The in-house programming history database was reviewed and no anomalies were noted which could have caused or contributed to the patient's death. The most recent settings and diagnostics available were from (B)(6) 2012 and would not be relevant to the patient's death which occurred approximately 4 years later. Additionally, a battery life calculation estimation was performed which showed the generator would have still been delivering therapy at the time of the patient's death.